Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having short runs of bradycardia lasting no longer than 3 seconds. The patient was asymptomatic. The device was interrogated, and no episodes were found. Capture thresholds and impedance were within normal range, output anomaly was suspected. The device was reprogrammed. The patient was in stable condition.